Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated the dexcom receiver was displaying an error reading symbol (???) In which he did not receiver a low alert and passed out. Emergency medical technician¿s (emts) were called and administered the patient with 25 grams of d5 and 40 grams of glucose under his tongue, along with some cake. At the time of contact, the patient was doing fine. Dexcom labeling indicates: if the glucose reading error symbol (???), the wait symbol, the out of range symbol, or the calibration needed symbol shows at the top of the trend graph, the trend arrows will not show. If the trend arrow is missing, but you are concerned that your blood glucose level may be rising or falling, take a blood glucose measurement test on your blood glucose meter.